Manufacturer narrative:
Investigation into the event revealed the cause of the gas flow issue was due to moisture contamination in the 8m gas supply lines used with the visual ice system. Galil medical has implemented an automatic flush sequence in software version 1.2.9 and has made shorter gas lines available to customers. This customer had not yet implemented software revision 1.2.9 or shorter gas lines. Additionally, it was noted that the pm service for the system was overdue. Galil medical sent the customer software revision 1.2.9 and shorter 3 m gas lines in (B)(6) 2014 following this event. Moisture causing a gas clog in a needle is a known inherent risk in any cryoablation procedure. The visual ice user manual provides troubleshooting instructions on flushing a needle if a customer suspects a gas clog.

Event description:
During a cryoablation procedure, the first cycle went smoothly, as did the passive then and the active thaw. The user attempted to refreeze but could hear no gas hiss, nor feel any ice on the handle or see any ice growing up the needle shaft. They had a spare needle which was plugged into another channel and it froze during the test cycle. All freezing was stopped so that all needles could be switched to another channel. One needle was in row 3 and one in row 4. Both were moved to row 5. All channels were tested at the completion of the procedure and all worked. On completion of case, ice ball formation was not what he has observed, experienced, and created in past procedures. On follow up CT, residual tumor is visible. The pt is going to require a repeat procedure as there is residual tumor visible.